Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Fifty six days after onset, the patient was hospitalized for the peritonitis. Treatment information was not reported. Peritoneal dialysis therapy was eventually discontinued and the patient began hemodialysis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: thirteen days prior to the receipt of this supplemental report, the patient was permanently changed to hemodialysis therapy and on the same day began treatment with cefazolin sodium (2 grams, intravenously, twice a week for four days) for the peritonitis event. Nine days prior to the receipt of this supplemental report, the patient was treated with moxifloxacin hydrochloride (0.4 grams, intravenously, daily) for the peritonitis event which completed four days prior to the receipt of this supplemental report. Following treatment, the patient had no fever, no cough, and only mild abdominal pain. After ten days of hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.